Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A2, a3, a4 and a5: the customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access il-6 reagent was not returned for evaluation. No hardware errors or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and qc (quality control) at the time of the event were not provided for reviewing .no issues with sample integrity were reported by the customer. A beckman coulter laboratory solution specialist (lss) was dispatched to the customer's site. An interference testing, using different blockers, was then carried out. The blockers used in the interference testing consist of goat. A pool of blockers related to alkaline phosphatase (ap mutein, scavenger alp) was also tested. It was found that the elevated result could not be decreased by adding all blockers. In conclusion, the result trends of beckman, ortho and roche are consistent, but beckman's results are higher than that of other platforms, the cause of this event cannot be determined with the available information. No fault was found. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note: access il-6 part number a16369 is used to complete MDR reporting as access il-6 is still emergency use authorization within the united states. Customer in country of event origin is using access il-6 part number a16369 which is approved in that country as in vitro diagnostics and is not under emergency use authorization.

Event description:
The customer reported il-6 results have large differences on multiple platforms, beckman il-6 results were tested using access il-6 (access il-6 assay, part number a16369, lot number 538653) on their dxi800 analyzer (part number 973100 and serial number (B)(6). The customer reported that recently, some samples showed differences in the il6 results on multiple platforms. All abnormal samples had results >1590pg/ml on the beckman platform, but after testing on the third-party platforms (roche platform and quidel ortho platform), the results showed large differences. Some samples had consistent results between roche and ortho, and some samples were inconsistent across all three platforms, leading the customer to question the results. For one sample with sufficient volume, testing was repeated on three different platforms, with roche result was 769pg/ml, ortho result was 255.2pg/ml, and beckman result was >1590pg/ml. After a 3-fold dilution and retesting on beckman, the result was >4770pg/ml, which was consistent with the original result. The reference range for roche, quidel ortho, and beckman is all < 7pg/ml, but the customer thought beckman result was much higher than those of other platforms. There was no report of injury and no report of change to patient treatment or management in connection with this event. No hardware error messages or issues with other assays were reported in connection with the event. System performance indicators such as system check, calibration and qc (quality control) at the time of the event were not provided for reviewing no issues with sample integrity were reported by the customer. A beckman coulter lss (laboratory solution specialist) was dispatched to customer site.